Event description:
The eye care professional's (ecp) office reported a pt wearing a surevue lens has an infection with a corneal ulcer in the right eye. The pt was hospitalized at the time the info was received. Lot history review; the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Additional info will be reported as received.